Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2010 and the mesh was implanted. The patient experienced ongoing constant sharp, gnawing-like pain in pubic area, radiating to buttocks and lower back and down inside of leg. The patient also experienced constant period-like pain, nausea and irritable bowel symptoms. It was also reported that urinary incontinence was not treated and the patient is still experiencing incontinence, difficulty in carrying out normal activities during the day and daily pain, and taking anti-nausea medication. The patient was diagnosed with auto-immune hashimoto¿s in 2018.